Event description:
It was reported that an ilet user experienced hyperglycemia with cgm readings around 300 mg/dl after a meal announcement about an hour prior, with a concurrent fingerstick of 264 mg/dl and no symptoms, while using a cartridge and infusion set. Symptoms included no reported adverse clinical effects. Outcomes included completion of troubleshooting and education and shipment of replacement supplies. Investigation included a user interview, review of device use and blood glucose data, and assessment of infusion set function. Investigation of this case revealed no alerts or alarms, appropriate device operation, and no confirmed device or component malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.